Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off multiple times while printing. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, but was unable to duplicate the reported issue. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The replaced power pcb was scrapped in the field, therefore further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off multiple times while printing. There was no patient use reported with the event.